Event description:
It was reported that during testing conducted at the user facility prior to the start of a surgical procedure, the device was overheating. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during testing conducted at the user facility prior to the start of a surgical procedure, the device was overheating. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported overheating was duplicated by a manufacturer repair technician through functional evaluation. Upon disassembly, a failure was found in the gear train, which can lead to the reported event.